Event description:
Related manufacturer reference number: (B)(4). It was reported, that the patient presented for a scheduled procedure. It was noted, that after the completing of the procedure, the right atrial lead and the right ventricular lead both dislodged. An x-ray was performed and was confirmed. Both leads were explanted and replaced. There were no patient consequences.